Manufacturer narrative:
Please note hde number: (B)(4). This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report received via email on 22may2025, protect study patient experienced negative aortic remodeling. The event is recorded as possibly related to the amds device and possibly related to the amds procedure. The pre-existing condition, debakey type a dissection, caused or contributed to the event. Treatment for the event was provided, and the event outcome is listed as resolved. The amds device was implanted on (B)(6) 2021.

Manufacturer narrative:
Please note hde number h230007. This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. According to the initial report received via email on (B)(6) 2025, protect study patient experienced negative aortic remodeling. The event is recorded as possibly related to the amds device and possibly related to the amds procedure. The pre-existing condition, debakey type a dissection, caused or contributed to the event. Treatment for the event was provided, and the event outcome is listed as resolved. The amds device was implanted on (B)(6) 2021. This investigation is relegated to amds40-40, lot number c2459255g with the allegation that the device is possibly related to the patient experiencing negative aortic remodeling. Additional information received 05/23/2025: comorbidities: cardiac arrythmia (a-fib); previous aortic valve replacement and myectomy; hypertension; stable angina, controlled ectopy or symptomatic arrhythmia, drug compensated congestive heart failure (chf). A sample evaluation was not performed as the device remains implanted. The manufacturing records for amds40-40, lot c2459255g (finished goods) and lot c2459191a (subassembly) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the complaint. The available information was reviewed. A complaint was reported on (B)(6) 2025 (study team first became aware on 20may2025) associated with a patient residing in germany and a participant of the protect registry study. The complaint indicates the patient experienced an adverse event that is ¿possibly¿ related to the amds device and/or implant procedure. Due to the patient being in the protect study, artivion was able to collect follow-up information pertaining to the complaint. Patient is a 53-year-old male who had an amds-40-40 (serial #/lot #: (B)(6)) implanted on (B)(6) 2021. Adverse event # 7 reported a vascular event as ¿negative aortic remodeling¿ with an onset date of 19aug2021 and an end date of (B)(6) 2022. The event was deemed ¿possibly¿ related to the amds device and ¿possibly¿ related to the implant procedure. Debakey type a dissection was identified as a pre-existing condition or acute disease that caused or contributed to the event. The event led to serious adverse event due to ¿medical or surgical intervention to prevent permanent impairment of a body structure or function¿. The patient was hospitalized on (B)(6) 2022 as a result of this event. Surgical and percutaneous treatments described as ¿pacemaker and aortic arch replacement (B)(6) 2022, carotid-subclavian bypass (B)(6) 2022, upgrade of the pm to crt (B)(6) 2024¿ and ¿tevar + petticoat (B)(6) 2022¿ were provided. The event was documented as resolved and the patient was discharged on (B)(6) 2022. It is important to note that amds device was not removed, as there were no device malfunction or deterioration in characteristics or performance. The patient remained in the study. Additional information provided by the study team on (B)(6) 2025 includes the recorded comorbidities: cardiac arrythmia (a-fib); previous aortic valve replacement and myectomy; hypertension; stable angina, controlled ectopy or symptomatic arrhythmia, drug compensated congestive heart failure (chf). The cta images were provided. The images were reviewed by a representative on (B)(6) 2025. The reviewer reported the following significant findings ¿negative aortic remodeling can be confirmed; was solved by implanted device¿. The reviewer agreed with the complaint description. No additional information is forthcoming. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿aortic enlargement (e.g., persisting flow in the false lumen)¿ is listed in the instruction for use (IFU) as potential adverse events. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications this event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. Artivon will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.